Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and resolved the reported issue by replacing the coiled cord cable. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During transport, it was reported that there was an issue with the transport module mount of the cardiosave intra-aortic balloon pump (iabp). Notably, however, there was no issue related to the iabp unit. Itself. No patient harm, serious injury or adverse event was reported.